Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Boston scientific technical services (ts) reviewed device data and noted that there were no recorded episodes within the last 72 hours. Ts noted that the patient had some older sudden brady response (sbr) episodes and discussed the feature with the physician. At this time, the device remains in service and the cause of the syncope is undetermined. No additional adverse patient effects were reported.